Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 6.2 cm diameter abdominal aortic aneurysm approximately one month ago. It was reported that during deployment of the endurant bifurcated stent graft (B)(4), the physician's right-hand glove became entangled in the external slider and the screw gear. During attempts to remove the glove from the screw gear mechanism, the partially deployed stent graft was accidently pulled down approximately 10-15 mm from the intended landing zone. An endurant aortic cuff was implanted and unintentionally occluded the left renal artery. The decision was made to perform a snorkel in order to restore blood flow to the left renal artery. The additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (inaccurate stent graft deployment); incorrect technique/procedure (inaccurate hand placement on the delivery system during stent graft deployment). Conclusion: user error contributed to event (inaccurate hand placement on the delivery system during stent graft deployment).